Event description:
Customer alleges the chair goes to the right when attempting to drive straight or left. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for tis event. Model number tdxsp-mcg serial number/date code (B)(4) is approximately 2 years and 7 months of age at the time of the event. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's age, height, and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the wheelchair goes to the right when attempting to drive straight or left. Furthermore, the consumer alleges that they are very mobile and the tdx is the consumer's only means of maneuverability. The consumer alleges that no damages and/or injuries have occurred.